Event description:
Approximately 1 month(s) and 10 day(s) post-operative of a right rtsa, it was reported that the patient experienced infection. The patient underwent standard reverse and was revised with exactech devices. The patient's bone quality was not optimal as they needed to cement a 17 stem. It was further noted that due to the infection, incision and drainage was needed and the stem was found to be loose after the tray and liner were removed. The event was not related to breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other issues or complications were reported and the devices will not be returning for evaluation due to hospital policy.

Manufacturer narrative:
Pending investigation. Concomitants: 300-01-17 - equinoxe humeral stem primary press fit 17mm 320-08-42 - glenosphere exp 42mm +4mm offset b187591 320-15-05 - eq rev locking screw b201844 320-15-06 - rs glenoid plate ext cag +10mm cage peg b161170 320-20-00 - eq reverse torque defining screw kit b084890 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm b139379 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm b143529 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s532537 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s532552 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm b069281 321-52-07 - 3.2mm drill bit sterile b186054 322-10-00 - humeral adapter tray, +0 b123512 322-42-03 - 145-deg pe 42mm hum liner +2.5 b012209.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b, c, g. The revision was likely the result of infection as reported. A secondary finding during the revision was the humeral stem loosening. However, the reported infection and loosening cannot be confirmed and potential contributions of user-related considerations to the event could not be assessed as the devices were not returned for evaluation and product images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.